Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s wife called into technical support during step 1 of setup and asking for assistance on how to set the cycler up for treatment. It was reported that the patient has been released from the emergency room (ER) earlier in the day and was tired so they were not sure on how to proceed with the setup. Upon follow up with the peritoneal dialysis nurse (pdrn), the pdrn was unsure of the reason for the patient's emergency room (ER) visit, however, stated that the patient has been continuing with peritoneal dialysis (pd) therapy with no issues. The patient has been at the clinic and is reported to be doing well. The pdrn stated that the patient's wife had been recently trained on being a care partner to help the patient through their therapy. Further information was not made available.

Manufacturer narrative:
Additional information: clinical investigation clinical investigation: on (B)(6) 2018 the spouse of this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called technical services for operational support setting up the liberty select cycler. During the call the patient¿s spouse reported they had just returned from the emergency room (ER). During follow-up with the peritoneal dialysis registered nurse (pdrn) for this patient, the pdrn stated they were unaware of the rationale for the ER visit. However, the pdrn reported the patient has been seen in the outpatient dialysis clinic since the event, and continues to perform ccpd therapy without issue. Based on the information available, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.